Event description:
It was reported when a symptomatic patient presented to the emergency room, the device was found in backup vvi mode. The patient received inappropriate hv therapy due to atrial fibrillation with rapid ventricular response. A device download was performed successfully. High voltage lead impedance measurement was found to be lower out of range. Upon closer examination, alerts for sosd and ocd were confirmed. A capacitor maintenance was performed, which immediately aborted due to possible output circuit damage. The system was explanted and replaced. The patient received a life vest. The patient was discharged from the hospital and went home.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. The portions of the lead that were returned were otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).